Event description:
The reporter indicated a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+1.5/180 (sphere/cylinder/axis), tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient info: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Manufacturer narrative:
Corrected data: b5- " the reporter indicated that the surgeon attempted to implant a 13.2mm vticm5_13.2 implantable collamer lens of diopter -6.5/1.5/180 (sphere/cylinder/axis) when the lens tore/broke before/during loading. The lens was not implanted. Reportedly "the lens tore during loading" and the damage was noted "when loading the lens into". The reporter indicated the cause of the event is unknown. On (B)(6) 2022 a replacement lens of the same model/length was implanted and the problem was resolved. Reportedly the status of the eye is " good". " claim# (B)(4).